Manufacturer narrative:
Please note that while it was reported the implantable neurostimulator (ins) was implanted on (B)(6) 2015, this information has been found to be in disagreement with the ins manufacturing data. As such, additional information has been requested to confirm the device implant date at this time. This date will be updated if additional information is received. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that they suspected the patient's implantable neuro stimulator (ins) had experienced an early and premature depletion. It was noted the ins longevity was "about 18 months." It was unknown whether any external factors had contributed to the issue and there was no troubleshooting reported. The ins was replaced as a result of the event and the issue was resolved. The patient was alive with no injury at the time of report.

Manufacturer narrative:
(B)(4). Device evaluation: analysis of the implantable neurostimulator (ins) found the ins reached normal end of life with okay telemetry and output.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.